Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2025-00050. A physician reported a certas valve (ID 828814), bactiseal ventricular catheter (ID 823073) and bactiseal peritoneal catheter (ID 823074) were implanted due to secondary normal pressure hydrocephalus (snph) and brain tumor, via ventriculoperitoneal (vp) shunt on (B)(6) 2025 with setting 3. After the surgery, the ventricle shrunk, and the condition had improved. On (B)(6) 2025, the patient developed ventricular dilatation again and suffered from a headache. The pressure setting was changed from 3 to 1, but there was no sign of improvement. Therefore, the shunt and catheter were removed on (B)(6) 2025, and the patient is on external drainage. Obstruction was suspected on the catheter. They are planning to implant a new device via vp shunt.

Event description:
N/a.

Manufacturer narrative:
The bactiseal peritoneal catheter (ID (B)(6)) was returned for evaluation. Device history record (DHR) - the product code 823074 with lot 7466993 sn: n/a conformed to the specifications when released to stock. Failure analysis - the catheter was visually inspected, no defects noted. The catheter was irrigated, no occlusions noted. The catheter was leak tested; no leaks were noted. The complaint was unconfirmed. Root cause analysis - no root cause for the issue reported by the customer could be determined as no defects could be found with the catheter. A possible root cause for the issue reported by the customer, could be due to catheter susceptible to kinking which could lead to an occlusion.